Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer would not power on. When a test power supply was connected, the computer passed functional testing concluding the power supply on the computer resulted in the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9734477, serial/lot #: unk, UDI#: asku . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a pop noise was heard and then navigation system monitors then displayed there was no signal on them. An external monitor was not available to slave out to. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, additional troubleshooting found that the active light on the video splitter was off and that the power light was illuminated on the splitter. A direct connection between the computer and monitor did not restore functionality.